Event description:
It was reported that during a gastric bypass procedure, the blade broke and fell into the pt. The blade was retrieved from the pt thru a trocar. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing, and with b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. The remaining blade portion was scratched. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked due to contact with the outer tube. A design change has been implemented to reduce this issue. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.